Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported event was not due to the subject device (endoscope) but due to the equipment connected to the subject device (flushing pump). Per the details received from the facility, the event occurred during the exchange of the water container. Furthermore, the water container (for auxiliary water) is an accessory of the flushing pump. It is unlikely that the patient body fluid blew back from the auxiliary water channel during the procedure because the auxiliary water tube (maj-855) which connects the device and flushing pump includes a one-way valve. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual- chapter 4 operating instructions: if there is no fluid flow during use, switch off the ofp-2 and depressurize the system by disconnecting the tube from the maj-855 auxiliary tube, maj-1606 instrument channel adapter or endotherapy device. Otherwise, leakage or spraying of potentially contaminated fluid may occur, particularly in the event of endoscope or endotherapy device blockage.¿ ¿to refill the water container while using it on a patient, press the standby switch to put the ofp-2 on standby, keep the pump head lever closed so the tube is not disturbed. Pull the tube from the water container cap and remove the container from the unit. Unscrew the cap, fill the container with the appropriate fluid then secure the cap. Place the container back on the unit. Push the tube into the container cap up to the indicator line. Press the standby switch to put the ofp-2 back into ¿run mode¿.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304 - 2022 -00176.

Event description:
The customer reports during a colonoscopy procedure using an evis exera iii gastrointestinal videoscope and an evis exera iii colonovideoscope, a user experienced a splash injury (eye). Details as follows. The provider was wearing a face shield, and in the process of exchanging an empty water bottle for a new one, sustained a splash exposure from the valves which were well placed. We commonly notice that the change in pressure during the bottle exchange can cause a blow back, which may have happened in this case. Immediate action was rinsing the eye. The patient was hiv+, so operator had to be on anti-retroviral therapy for months after the exposure. The device was inspected prior to use. There were no issues completing the procedure. The patient did fine and was not impacted by the event. Case with patient identifier (B)(6) reports the gastrointestinal videoscope used in the procedure case with patient identifier (B)(6) reports the colonovideoscope used in the procedure